Event description:
(B)(4). Same case as MDR ID #: 2134265-2013-05668. It was reported that subsequent to a percutaneous coronary intervention, patient experienced myocardial infarction (mi). On (B)(6) 2012, patient presented with significant chest symptoms and abnormal stress in the anterior distribution and was referred for cardiac catheterization which revealed 2 lesions in the left descending artery (lad). Target lesion #1 was a 70% in-stent restenosis in a non-bsc stent located in the mid lad with a reference vessel diameter of 3 mm and lesion length of 7mm. The lesion was treated with a direct placement of a 3.00 mm x 12 mm ion us coa stent, resulting in 0% residual stenosis. Target lesion #2 was a 70% stenosed, de novo lesion located in the proximal lad with a reference vessel diameter of 3 mm and lesion length of 10 mm. The lesion was treated with a direct placement of a 3.00 mm x 8 mm ion us coa stent, resulting in 0% residual stenosis following post dilation. The patient was discharged on aspirin and prasugrel one day post-procedure. On (B)(6) 2013, the patient was admitted due to sudden onset of severe substernal burning chest pain and loss of consciousness while on dialysis. Patient complained of diaphoresis and nausea and was found to have low blood pressure as well. Cardiac enzymes (peak ck: 1229 iu/l, uln: 174 iu/l; peak ck-mb: 44.4 ng/ml, uln: 4 ng/ ml; peak troponin I: 15.33 ng/ml, uln: 0.3 ng /ml) were noted to be elevated and the site reported an event of mi. The event was considered resolved with residual effects and the patient was subsequently discharged on aspirin and prasugrel four days post-procedure.

Event description:
It was further reported that in (B)(6) 2013, the patient was given volume in the emergency room and the subject responded. On the same day, chest x-ray showed no evidence of acute cardiopulmonary disease. The subject was diagnosed with end stage renal disease during dialysis 4 days post-procedure and antibiotics were given. During hospitalization the patient's condition worsened by several co-morbidities such as severe vasculopathy, sepsis and respiratory arrest. Dialysis was tolerated by the patient, but his blood pressure has been running low so medications were given to treat his hypotension. The patient was ¿suggested consider do not resuscitate code status¿ during discharge. Seven days post procedure, the patient died. Per death certificate, primary cause of death was ¿end stage renal disease¿. Cec adjudicated the death as unknown relationship to the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).